Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to open of close was not confirmed. The entrapment is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and the subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely the foot captured vessel during closure as reported. In certain cases, the foot can surf distally during closure if there is interaction with tissue due to the foot placement in the access site or to a vessel flap and capture tissue. In certain cases, the foot can at times lock in that position. Lever manipulation in this case will not release the foot. If the foot captures tissue entrapment is likely. The reported patient effect of tissue injury is listed in the perclose prostyle instructions for use as a known patient effect of use with suture mediated closure device procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an endovascular thrombectomy procedure in a small bore hole. Reportedly, after placing the suture, there was difficulty removing the device due to the foot not being able to fully retract. An incision was made to get the device out. Tissue was found attached to the full surface of the foot. Tissue damage was repaired through suturing, during which hemostasis was also successfully achieved. A clinically significant delay due to the entrapped device and its subsequent treatments was reported. No additional information was provided.